Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) for the lot number 17117059m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Concomitant products: carto 3 system. (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for wolff-parkinson-white (wpw) syndrome with an ez steer navigational 4mm catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, the patient became hypotensive. The pericardiocentesis yielded an unknown amount of fluid. The patient was reported to be in stable condition. The patient required extended hospitalization as a result of the adverse event to monitor for complete resolution of the cardiac tamponade. The patient fully recovered with no residual effects. There were no factors cited that may have contributed to the adverse event. The physician's opinion regarding the cause of the adverse event is that it was related to procedure and patient condition. It was noted that perforation is a known complication of electrophysiology procedures. The transseptal puncture was performed with a st. Jude medical brk needle. Sheath was a st. Jude medical sl1. Generator parameters at the time of injury were not provided, as the time of injury is unknown. There is no information regarding overall ablation time or last ablation cycle time at the site of injury. There is no information regarding irrigated catheter flow. The patient received anticoagulant during the procedure with activated clotting times maintained in an unknown range. There were no error messages reported on the carto during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.